Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr) resulting in exhaustion of tachycardia therapy. The therapy zones were reprogrammed and the device remains implanted and in service. No additional adverse patient effects were reported.